Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) equip malfunctioned. It is unknown under which circumstances this event occurred; however there was no patient involvement.

Manufacturer narrative:
Updated sections: b4, g3, g6, h2, h10, h11. Corrected sections: b5, e3.

Event description:
It was reported that before use on a patient, the cardiosave intra-aortic balloon pump (iabp) equipment malfunctioned. There was no patient involvement.

Manufacturer narrative:
Additional information was requested from the customer with regard to the repair and status of the iabp. The customer reported that in order to fix the issue, the doppler tether was replaced, and that all functional and safety checks to meet factory specifications were performed, and all passed. The iabp was then cleared for clinical service. H3 other text : repair not performed by getinge.

Event description:
N/a.